Event description:
It was reported by the customer that the pyxis medstation es system had cubie failure. The customer reported that the user was able to remove the medication from another station and there was a minor delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a row board cable. A field service engineer reseated row board cable on all trays in the drawer and on the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.